Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.